Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (40 mg/dl and glucose tablets were consumed to address the low bg. Although requested, additional information regarding the low bg was not provided to tandem technical support. The customer discussed the low bg with a tandem clinical diabetes specialist and the cause of the low bg could not be determined. The customer was to use insulin injections and another pump to manage diabetes